Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. During a scheduled device changeout procedure, this lead was cleaned and reattached to the new device, however the shock impedance measurements remained out of range. Defibrillation threshold (dft) testing was completed and acceptable measurements were obtained. Device data was sent to rhythmcare for review. Data review determined the shock impedance measurements were stable with an average measurements of 64 ohms over the previous year. This lead remains in service. No additional adverse patient effects were reported.